Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 600 mg/dl and ketones; cause of bg not known. It was reported that the customer went to the emergency room (ER) and was treated with intravenous fluids of saline and insulin to address the elevated bg. Customer was discharged later the same day with the issue resolved and no permanent damage. Tandem technical support (tts) offered to complete a system check, however, customer declined to complete the check.